Event description:
A complete se self-expanding stent, length 120mm, diameter 6mm, was implanted w/o issue in a patient's left sfa during the index procedure. Stenosis was reduced from 90% to less than 10%. A type 1 stent fracture (single strut) was reported approximately 12 months post index procedure. Notes from the 6 month follow up procedure indicate that the left sfa stent was patient with normal velocities. Notes from the 12 month follow up procedure indicate that the left sfa stent was patient with early restenosis. Procedural image review: review of procedural images showed irregularities in the stent profile, suggesting that the previously adjacent stent struts have been pushed apart as a result of the in-stent early stenosis as reported at the 12 month follow-up. This chronic mis-alignment or gapping occurred most likely due to the forces of the intimal re-growth through the adjacent stent struts. There is no evidence of stent weld or material breakages from the images provided. Complete se sfa is a pre-market study device but is similar to complete se iliac/biliary which is approved in the us and complete se iliac which is approved ous.

Manufacturer narrative:
(B)(4): method - film. Results: (restenosis of stented segment). (Root cause of material distortion unknown).